Manufacturer narrative:
The insulin pump was received with intermittent buttons response due to flattened and creased escape button dome switch. The insulin pump has cracked lcd window, cracked case at the display window corners and cracked reservoir tube lip.

Event description:
It was reported the customer had intermittent response or no response with several buttons on their insulin pump. Customer stated they did not press on their buttons for three minutes or longer. Customer did not drop or bump their insulin pump. The customer stated they have changed out the battery, but the keypad anomaly persisted. Customer's blood glucose was 9 mmol/l. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.